Manufacturer narrative:
The reported product has been returned and is currently undergoing the investigation process. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported their abbott diabetes care device had a frozen display screen. The product was returned and investigated for the frozen display screen, however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The returned meter (B)(6) was investigated with a retained battery and retained strips. Visual inspection was performed on returned meter. No new issues were observed. Meter powered on with button depression, cal bar and strip insertion. Blank screen was not observed. Unexpected characters were observed on the display. The returned meter was further investigated and de-cased. Performed an internal visual inspection on the meter pcba (printed circuit board assembly), burn marks were observed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle optium neo meter was reviewed and the dhrs showed the freestyle optium neo meter met specifications prior to release to distribution. Further extended investigation was performed. A visual inspection was performed on the returned meter using a digital microscope and an abnormal marking was observed on the pcba (printed circuit board assembly). Glucose data readings would not give any indication of smoke, explosion, or fire occurring. The device was brought to the bench for testing. The neo meter was observed to have powered on normally on the neo test fixture. The on-current and off-current consumption testing was performed using a source meter unit to check the current draw of the returned neo meter which indicated that the neo meter was not drawing any excessive current from the battery. Additionally, a thermal inspection was conducted using a thermal camera. No hotspots were observed during the inspection, which indicated that no components on the returned neo meter were heating up to the point of causing thermal damage. The on-current and off-current measured were both within the specification and the meter functioned as intended. Therefore, this issue is not confirmed as the returned meter passed all testing, and no evidence of smoke, fire or shock was observed during the investigation. It was unknown what caused the marking on the pcba; however, it was concluded to not have affected the functionality of the meter. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported their abbott diabetes care device had a frozen display screen. The product was returned and investigated for the frozen display screen, however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.